Event description:
It was reported that the patient had increased pain and loss of therapeutic benefit for six weeks prior to the report. There were no volume discrepancies noted. The patient¿s healthcare provider (hcp) attempted a catheter dye study via the catheter access port (cap) in his office and could not aspirate. The patient was sent to the operating room (or) to make an incision to expose the cap. The surgeon made the incision over the pump to expose the cap and still could not aspirate. The surgeon then decided to perform a dye study and elected to push the drug through. The surgeon successfully pushed the drug through and saw dye in the intrathecal space via x-ray and then was able to aspirate; however, by doing so the patient was given approximately a 5mg bolus. The hcp stated ¿whatever was blocking it opened it up and did a dye study, so she received, based on the length of the catheter, roughly 5mg.¿ due to the large bolus (nearly a full day¿s dose) the hcp was to empty and flush the reservoir with saline, refill the pump with no pri ming bolus, then program the pump to minimum rate mode and keep the patient hospitalized overnight for observation. The hcp planned to lower the concentration of the medication at a later date. At the time of the report, the patient was still in the o.r and the incision was being closed. It was also noted that the surgeon repositioned the pump during the revision due to the hcp ¿not being able to get a good angle on it.¿ the hcp also stated ¿that mother was tough to get into believe me¿there was some thick area, that¿s for sure.¿ the device system was used to deliver morphine 25mg/ml. It was later reported that the hcp believed the catheter may have migrated from the intrathecal space to the epidural space. The patient was currently not having any therapeutic effect. It was later reported that the patient had another in-office dye study performed and the catheter was found to be in the intrathecal space. The patient was being re-evaluated for therapeutic effect of a new dose and concentration of drug in the pump. The dose and concentration were not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).